Event description:
The patient reported that her assembly, concentrator, g4 bt unit was noisy while she was using it. She awoke during the night feeling unwell and noted that the unit was not functioning, with her blood oxygen level reading at 65%. When she attempted to reactivate the unit, it produced a sound similar to walking on gravel, failed to concentrate air, and did not charge the battery. Although the patient typically keeps the alarms activated and is responsive to them, no alarms[?]audible or visual[?]were triggered during the incident. Following the event, the patient confirmed she did not go to the hospital despite experiencing weakness, as she lives alone. She continues on 24-7 oxygen therapy and had an alternative oxygen supply available during the device failure. A replacement unit was provided to her the next day, and all necessary reporting requirements have been addressed.

Manufacturer narrative:
According to the patient the unit malfunctioned while in use, resulting in the patient's oxygen level dropping to 65%; a replacement unit was provided the following day.